Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection. Six days later, the patient passed away. The patient's cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.